Event description:
The pump was implanted about 1.5 months ago. The pt came in for a refill. The expected reservoir volume was 7 mls; the actual volume was 17 mls. The pt had experienced a lack of effect. The pump was refilled and the pt was sent home. The hcp planned to do a contrast dye study. The hcp planned to surgically investigate. In 2080, the sutureless connector was reconnected to the already implanted pump. The pt went home 2 days later. Approx one week after the catheter was reconnected to the pump, it was reported that the pt was having effect from the treatment. There was no pt injury. The pump was used to deliver baclofen.

Manufacturer narrative:
Additional device code: - catheter